Manufacturer narrative:
(B)(4). Method: actual device was received for an evaluation and investigation. A visual and microscopic inspection were conducted. A review of the device history record (DHR) was conducted for the reported model and lot number. Results: the visual inspection found the pump was returned empty and was refilled to the nominal fill volume. When opening the pinch clamp, infusion was not observed. An empty small syringe was connected at the distal luer and negative aspiration (suction) was applied a few times, no flow was obtained. The tubing was cut a few inches distal to the blue connector (base of the pump) and infusion was observed. The tubing was bonded back together. The tubing was cut a few inches distal to the filter and infusion was not observed. The filter was examined and crystalized medication was observed at the tubing that exits from the filter. The filter was examined under a microscope and confirms that crystalized medication was observed. The sample was placed in a heated incubator for 18 hours in an attempt to dislodge any of the particulates that were residing inside the component. When removed from the chamber, the remaining tubing was connected to an air source for approximately 1 hour in an attempt to dislodge any remaining particulate matter. A small syringe with warm 0.9% of saline was connected at the proximal end of the filter and no flow was obtained. The sample was unable to be rehabilitated. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the investigation summary concluded that no flow was observed due to crystalized medication at the filter. The sample was unable to be rehabilitated and device testing could not be performed. Limited information was provided by the reporter. Multiple attempts were made to obtain additional information without success. The total fill volume was not reported; however, it was reported that the pump was placed under clothing during the infusion. The instructions for use (IFU) specifies the following: there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position and storage time. "The easypump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 °c/88 °f) and the tubing should be under the patient¿s clothing. If the easypump lt is used with the flow restrictor at room temperature (20 °c/68 °f), delivery time will increase approximately by 25%. When filled to nominal volume, easypump lt flow rate accuracy is ±15% of the labeled flow rate when infusion is started 0-8 h after fill and delivering normal saline as the diluent at 31 °c/88 °f against a back pressure of 40 cm of water. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. Patient must be educated on proper use of product by healthcare provider." A technical bulletin on factors affecting flow rate was sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: asku; flow rate: 5mlhr; procedure: chemotherapy; cathplace: peripheral; infusion started: (B)(6) 2015 at 1:00pm infusion ended: (B)(6) 2015 at 12:00pm an international distributed reported an incident that occurred in (B)(6) with a pump's infusion ending sooner than expected. It was reported as, " the infuser has been installed in the patient and it released all medication 24 hours, less time to normal for release of all medication." The patient noticed that the infusion ended on (B)(6) 2015 at 12:00pm. The pump was placed under clothing during infusion. No adverse event was reported. Additional information was requested, however is not available at this time. The sample is available for return.